Event description:
Initial intervention went well. On day 2, a small leakage occurred. The surgeon cleaned the abdominal cavity and performed diverting ileostomy. The surgeon didn't find any reason to take out the ring, and it remained in the anastomotic area. The patient is doing well.

Manufacturer narrative:
Minor leak. No correction or remedial actions were taken. The cumulative leak rate found with the use of the car 27 device is within the low range reported in the literature.